Manufacturer narrative:
Corrected data: in review, it was noticed the affected eye information was inadvertently not captured in the supplemental MDR report #1; therefore, it has been captured in this supplemental MDR report as indicated below: section b5: the patient's affected eye is the right eye. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: additional information received from customer indicated that the lens issue noticed while inserting the lens. The lens was partially inserted and not fully. Another lens of the same model and diopter implanted. It was indicated that the issue was not due to use error. No medical/surgical interventions were performed or are planned. The patient is fine with the new lens. No further information is available. Section a2: date of birth: (B)(6)1966 section d9: device available for evaluation: yes section d9: returned to manufacturer on: oct 31, 2023 section h3: device evaluated by manufacturer: yes section e1: title (e.g., mr., ms.): doctor section e1: first/given name: (B)(6) section e1: middle name: (B)(6) section e1: last name:(B)(6) section e2: health professional? Yes section e3: occupation: physician device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully retracted. The complaint cartridge was received with the lens advanced into the base of the cartridge. Further inspection revealed that there was viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ophthalmic viscoelastic device (ovd)/balanced salt solution (bss) was used. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly were identified. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received inside of the base of the cartridge and with the lead haptic of the lens was unfolded. The lens was removed and cleaned, revealing that there were no further issues with the lens. The complaint issue of ¿lens damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue reported could not be confirmed. Corrected data: the following fields were corrected accordingly: section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information/corrected data: in follow up with customer, it was clarified that there was no patient contact with the lens or the cartridge. That they almost inserted but the doctor noticed the twist. This supplemental MDR report is being submitted to correct the information that was inadvertently entered in the initial MDR and the follow-up #1 reports. The following fields were updated accordingly: section a2, a4 and a5: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, no patient contact with the device. Section d6b: if explanted, give date: not applicable, no patient contact with the device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: ni, unknown if the lens was implanted. Section d6b, if explanted, give date: ni, unknown if the lens was explanted/removed. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) came out twisted. There was patient contact with the device, but the extent of patient contact was not provided. No further information was provided.